Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1s8v6, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the lead damaged was confirmed to have caused the impedances. The surgeon tried disconnecting and reconnecting the lead to the extension during surgery, but the issue did not resolve. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1s8v6, implanted: (B)(6) 2018-: product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that there were high impedances around 11k on all contact 0 combinations and low impedances on contact ½ combination. The resident was trying to retrieve the lead caps using a hemostat. When the lead was retrieved the boot cover had been migrated up on the lead. The surgeon tried reconnecting the lead to the extension several times and could not get the impedance sot improve. They also tried the extension in to the battery to make sure that was not contributing to the issue. Since the lead could not be replaced at the time the surgeon closed, hoping that the neurologist could program around the impedances. The issue was not resolved. The left lead was damaged during the stage 2 procedure causing a high impedance on all contact 0 combinations and a low impedance on the 1/2 contact combination. The resident was retrieving the lead cap and probably damaged the lead while trying to expose it. There were no further complications reported.